Event description:
Mfg recieved a facility medwatch form that stated; "lift used to transfer resident. Resident fell backward and hit head on floor. Resident received 2 lacerations on back of head requiring 8 staples."